Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance (pm) performed by a getinge service territory manager (stm) had no battery backup in the machine. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. The getinge service territory manager (stm) did not conduct a repair of the iabp unit, as the customer did not approve repair of the unit. When additional information is received regarding device repair, a supplemental report will be submitted.

Event description:
N/a.